Manufacturer narrative:
Concomitant medical products: g151 crt-d, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was asynchronous pacing and on device interrogation it was noted that the right atrial (ra) lead had dislodged into the inferior vena cava. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.